Manufacturer narrative:
Correction was made to brand name- brand name - changed from "hahn prosthetic driver - short" to "hahn tapered implant driver ø3.5/4.3 short." Correction was made to common device name - changed from "hahn prosthetic driver - short" to "hahn tapered implant driver ø3.5/4.3 short." Correction was made to model # and catalog # - changed from "70-1153-prc0057" to "70-1071-srg0084." Correction was made to concomitant medical products - device available for evaluation - changed from "no" to "yes" and returend to manufacturer on 01-feb-2019. Correction was made to name and address - changed from "(B)(6)" to "dr. (B)(6)". The customer returned a hahn implant with the driver's broken tip inside of the implant; however, the rest of the driver was not returned. The tip of the driver was removed from the implant for inspection. Visual and microscopic inspection found the tip of the driver was completely sheared. The driver's tip was measured and found to be within the specification. Based on the measurement and visual inspection, the driver's tip was confirmed to be a hahn tapered implant driver ø3.5/4.3 short. A lot number was not available to perform a stock product review or to perform a device history record review. Based on the available information, the event was verified. While the root cause of the breakage could not be explicitely determined, the probable cause could be excessive force was applied to the driver causing the driver's tip to fracture. This event will be tracked and trended.

Manufacturer narrative:
D.o.b. Was asked but not provided (asku). Lot number is unknown (asku). At the time of this report, the driver has not been returned for investigation. However, it was reported that it was sent back to the manufacture for investigation. Once the device is received, an analysis will be performed and a supplemental report will be provided. At this time, only the concomitant implant with the broken tip inside was received, an investigation is in progress.

Event description:
During implant placement, the implant's driver became stuck, the connecting portion of the driver that connects into the implant. When the doctor was trying to adjust, the tip of the driver broke off inside the implant, thus, resulting in the removal of the implant. There was no patient issue nor patient concern, as the case was completed without any complication or issue. A replacement implant was placed immediately. There was no issue with the originally placed implant itself. The patient is reported to be "great, and healing well". The driver was used with a hahn tapered implant 04.3 x 11.5 mm (lot 6059081). The office has had and used the driver for about 1 ½ years. The lot number, sku number, nor the size of the driver could not be retrieved. Only information the customer had was, it was the "short driver from our hahn kit".